Manufacturer narrative:
The product will be returned for evaluation and testing, however to date it has not been received.

Event description:
During an angioplasty procedure, after multiple attempts, the balloon on the (sds) stent delivery system did not inflate. The product was removed without any difficulty, and another sds was utilized to complete the procedure.